Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead could not be implanted due to an unknown product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been received from representative, in which it was reported that the lead was not successfully implanted due to helix extension and retraction issues. It was detected that the internal conductor fractured. No adverse patient effects were reported.